Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Event description:
On 2/14/2022, it was reported by an arthrex employee via email that an (3) ar-3638 knotless fibertak shuttle suture has run out and the repair sutures got stuck. This was discovered during a procedure on (B)(6) 2022. Surgeon completed the case with another manufacturer's product.